Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). During troubleshooting for another alarm, the technical service representative (tsr) reviewed the alarm log and found a system error (se) 2240; there was no report for this alarm called in by the customer. This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
During troubleshooting for another alarm, the technical service representative (tsr) reviewed the alarm log and found a system error (se) 2240/2367. The home patient (hp) was unsure if they were connected during the se 2240, but the rn was aware of the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The nurse stated that the hp is doing fine and that they are aware of the alarm. The nurse does not know what caused the alarm and said the hp is unaware as well. The hp did not receive any injury or medical intervention as a result of this incident. The nurse was not sure if the hp was connected or not.